Manufacturer narrative:
Omsc sales followed-up the facility to obtain add'l info regarding this report. The facility had used the subject device for 80 pts during the two month and there were no incident except for the three pts. The omsc sales checked the subject device and confirmed there was no irregular point in the device. Training for the facility is reportedly scheduled to reprocess the subject device appropriately. This report is one of the three reports. Please reference 8010047-2013-00754 and 00758.

Event description:
Olympus medical systems corporation (omsc) was informed that three pts developed inflammation of urinary bladder inflammation of urinary bladder following the use of the subject device between (B)(6) 2013 and (B)(6) 2013. The inflammation reportedly was confirmed 10 days after the use and was reportedly caused by contamination. It is reported that the facility has used the subject device continuously after the incident and there has been no other pt injury report since the incident.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide the review results for the manufacture history of the subject devices, to correct from "product problem" to "adverse event", to put check mark in "other serious", and correct from "other" to "serious injury". Omsc reviewed the manufacture history of the subject devices (serial#(B)(4)), there were no irregularity found. Please cross-reference MFR. Report# 8010047-2013-00754, 8010047-2013-00758.